Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6). H3: a medtronic representative, went to the site to test the equipment. Testing revealed, that no failures were found. The issue was suspected to be user error. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, c23 fdc d14, d11 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system. Being used, during a transforaminal lumbar interbody fusion (tlif.) It was reported, that there was a navigation error. The navigation system was off laterally on the first spin, and medially on the second spin. There was a reported, delay to the procedure of less than 1 hour, due to this issue before the surgeon opted to abort the use of navigation. There was no reported impact on patient outcome. There was an inaccuracy of 2mm. The suspected cause of the error was likely, user error.

Manufacturer narrative:
H3: logs were received and software analysis was completed. Within the provided 3 sets of logs, among them two sets were from the issue reported system and one from another system. The issue reported system logs did not captured the issue reported date logs. However, it was confirmed that currently both the imaging system and navigation systems were working fine. It was also believed that the surgeon unknowingly moved the patient reference frame during the incident. Based on the information provided, suspecting the frame movement might have caused the reported issue. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. The software logs were not helpful in diagnosing auto-registration accuracy issues software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.